Event description:
It was reported the device failed to power up. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was replaced per the field action requirements. It was also noted that the lower case was broken and corroded, the battery release and knobs were contaminated, both bail covers and ring cover were missing, the lead flex cover was contaminated, the battery contacts were contaminated, both bails and ring were missing, the battery drawer was damaged, the keyboard window was scratched, and the upper case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.